Manufacturer narrative:
E1, f3 - facility name: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
MDR-2053 observational post-market clinical study ¿ evolution® biliary stent system ¿ uncovered. This observational, multi-center, post-market study was designed to collect retrospective data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent evo-b uncovered stent placement from 2014 through 2019 at 2 participating clinical sites in france. The earliest procedure of study stent placement occurred on (B)(6)2014, and the latest procedure occurred on (B)(6)2019. 20 patients (24 events) with some patients having multiple instances of recurrent obstruction - 2 patients each had 2 obstructions, and 1 patient had 3 obstructions. Notably, there were total 22 patients (29 obstructions) patients discovered in this study, but 2 patients had obstructions that were not identified on imaging and thus not accounted for in table 3.5-3. Clarification regarding how additional obstructions were identified could not be obtained. Cause of stent occlusion was tissue or tumor ingrowth (4) & tissue or tumor overgrowth (1) and food 2) not documented (1). Unknown rpn as multiple stent types were used. 141 x evo-b stents, evo-10-11-10-b (11), evo-10-11-4-b (5), evo-10-11-6-b (86), evo-10-11-8-b (37), evo-10-undefined-undefined-b (1), evo-10-undefined-4-b (1). This file will capture 18 x obstruction and 08 x occlusion.

Manufacturer narrative:
Device evaluation: the evolution® biliary stent system ¿ uncovered device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4). Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0056) lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions/device related adverse event. From the study, the stent occlusion was due to tissue or tumour ingrowth, tissue or tumour overgrowth and food impaction. Also, as previously noted, the IFU lists ¿stent occlusion¿ as a potential adverse event. An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of (B)(4) used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the study, reintervention was required as a result of these occurrences.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2025.